Manufacturer narrative:
Device evaluation summary: according to the reported information, the patient experienced anisomastia (breast asymmetry) and rupture in a breast implant. Upon visual inspection of the picture, it was observed to be ruptured on the anterior view. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm any failure. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation (mre) was performed for the finished device number 7351612, and no non-conformances related to the reported complaint were identified. Note: date of birth is unknown. Date of implant is unknown. Date of explant is unknown. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with a 200cc mentor memorygel breast implant experienced rupture (side unknown). As a result, patient had an explantation on an unknown date.

Manufacturer narrative:
Additional information was received on 1/21/2020, the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 1/31/2020. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During visual evaluation of the device it was observed a rupture in posterior view, measuring approximately 0.3 cm. During the microscope examination striations were detected in the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Manufacturer¿s reference number: (B)(4).